Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient has a history of skin sensitivity and breaks out due to metal. Patient described the area as an irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone 2.5% and triamcinolone acetonide 0.1 topical cream for the skin irritation. Patient reported that the irritation is getting better.